Manufacturer narrative:
The reported 00mlx mlx 300w xenon lightsource was returned to the manufacturer for evaluation in used condition: it was noted that the rear power entry module was burned, and line filter wires and ac ferrite core were damaged. The reported complaint was confirmed. Evaluation identified the power entry module and filter wires were burned due to a power surge. All burned wires and components were replaced: rear power entry module, damaged ac ferrite core and wires, and lamp. No manufacturing, workmanship, or material deficiency has been identified. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Event description:
A facility reported that the mlx 300w xenon lightsource (00mlx) was smoking during use, tripped breaker and smelled like burnt electronics. It is unknown if there was patient involvement; however, no patient injury or surgical delay has been reported.